Manufacturer narrative:
No button error alarm noted. The pump had no button response due to moisture damage on keypad traces. Pump had moisture damage on electronic assembly and on motor. Pump had a scratched display window, cracked case at display window (upper right and lower right corners), cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not performed. The device was returned for analysis.